Event description:
It was reported that the keypad button presses did not activate desired pump functions. The keypad buttons were not responding when pressed. It was reported that the buttons all feel and click back normally when pressed and that the keypad is intact. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.